Event description:
It was reported that multiple intermittent occlusion alarms occurred.  There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer performed fill tubing step after each occlusion alarm and resumed insulin.